Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii." The device has been explanted.